Event description:
It was reported that the surgeon had a difficult time deploying the two prongs during a cervical case. This tripled the procedure time causing an overall 30 minute delay. There were no adverse consequences and no medical intervention reported.

Event description:
It was reported that the surgeon had a difficult time deploying the two prongs during a cervical case. This tripled the procedure time causing an overall 30 minute delay. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The complaint that the product did not deploy was not confirmed as the product was not returned for evaluation. Device not returned.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The final investigation was completed. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. Product surveillance will continue to monitor complaints of this type for adverse trends. Device not returned.